Manufacturer narrative:
A4 - unk a5 - unk. A6 - unk. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that on (B)(6) 2023 a vicm513.2, -7.0 diopter , implantable collamer lens tear/break during loading. No patient contact. Surgery postponed. Cause of the event is reported as unknown.

Manufacturer narrative:
Additional data: b5: the reporter indicated the surgeon noted 13.2mm vicm5 13.2 implantable collamer lens of diopter -7.00 tore/broke during loading on (B)(6) 2023. The damage occurred during loading. There was no patient contact. The lens was not implanted. On (B)(6) 2023, a replacement lens was implanted into the right eye (od) and the problem was resolved. Reportedly "vision restored". The cause of the event is unknown. Claim# (B)(4).